Event description:
(B)(6) nurse reports curlin pump system time out error. She turned the pump on and off and replaced battery but still got same error with loud alarm. She completed infusion via gravity. No missed doses or adverse event reported. Pharmacy is replacing the device. Unknown if device is available for return. Device serial number: (B)(6) no additional information or details available. Indication: common variable immunodeficiency, unspecified.